Manufacturer narrative:
The blade and broken pieces subject to this investigation were returned for evaluation. It was visually confirmed that the blade was broken at the mount. The returned blade was measured where possible and all critical specifications were met. Lot number information has not been provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that during a minimally invasive hip procedure, the blade broke at the mount. It was also reported that a replacement blade was available and there was no delay to the procedure. It was further reported that there were no adverse consequences as a result of this event.